Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but would not detach from the catheter to deploy even after the stages of deployment had functioned. Eventually, after several minutes of closing and opening the handle, the clip finally released onto tissue. The procedure was completed with additional resolution clip devices. There were no patient complications as a result of this event.